Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2013 and a reservoir was used. When the reservoir was initially placed, it did not suction. A new device was used. There were no adverse patient consequences.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. During the functional testing, it did not keep the vacuum and the valve's slit was closed.